Manufacturer narrative:
Product code: poe. Brand name: tecnis symfony plus. Model number: zhr00. Serial number: (B)(4). Catalog#: zhr00u0205. Expiration date: 3/27/2023. UDI number: (B)(4). Device manufacture date: 3/27/2018. The initial report was submitted under a then unknown clinical study device. The clinical study has now been unmasked and upon learning the model of the lens (zhr00), it was realized that this report was submitted for an investigational device that is not same or similar to a marketed device in the united states. Therefore, the reported event is now determined not MDR reportable. No further information will be provided for this event under MDR number 9614546-2019-00054. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Brand name: unknown since study is masked, product identifiers are not provided. Model number: unknown since study is masked, product identifiers are not provided. Lot number: unknown since study is masked, product identifiers are not provided. Catalog number: unknown since study is masked, product identifiers are not provided. Serial number: unknown since study is masked, product identifiers are not provided. If explanted, give date: not applicable, as lens remains implanted. PMA/510(k)#: unknown since study is masked, product identifiers are not provided. Device manufacture date: unknown since study is masked, product identifiers are not provided. (B)(4). Other: the device is not returning for evaluation as it remains implanted in the patient¿s eye; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported in a clinical study patient that on patient reported visual symptom questionnaire(prvsq) a patient complains of being moderately bothered by halo with difficulty when meeting a car on a two lane road, also complains of being moderately bothered by double vision (ghosting images) with difficulty when going down the road it is hard to read road signs. Best corrected distance visual acuity (bcdva) 20/20 both eye (ou). Patient stated that they would not want lenses removed and wanted additional time to adapt. The bcdva¿s post-op at this visit were 20/16 for both right eye (od) and left eye (os). Also, the patient said that the outcome significantly interferes with activities of daily life. It was learnt through follow-up that at the 1-month study visit, the subject reported having some double vision but said they had no difficulty because of that double vision. This current visit was the first time the subject mentioned halos. But the subject did report having starbursts, at least sometimes, but they weren¿t bothered by any of these symptoms. No other information was provided. This MDR report pertains to the od. A separate report will be submitted for the os.